Event description:
Reportedly, a 21mm aortic valve was explanted after a duration of approximately 9 years. 8 months (116. 1 months) due to a left ventricular outflow track obstruction. Per the customer report, patient presented with breathlessness. The valve was explanted due to an obstruction in the left ventricular outflow tract that was thought to be caused by the valve. However, upon explant, the valve proved to be non-stenotic and no tears in the leaflets. There was sub-annular calcification below the valve that could possibly be due to pannus formation secondary to the valve implant. The device was replaced with another edwards lifesciences device, same model, size 23mm. Returning the device for evaluation.

Manufacturer narrative:
Customer report of host tissue was confirmed. Minimal calcification was observed in the cusp area of leaflet 3 minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was minimal at both stent inflow and stent outflow. The x-ray demonstrated calcification and no visible damage to wireform. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, there was not sufficient calcification nor host tissue overgrowth to cause the lvot. Per follow up with the surgeon, the most likely cause of the lvot was the calcification of the native tissue in the annulus.